Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable), service code 107 (multiple abnormal shutdowns)) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector latches were broken, creating an insecure connection with the monitor. The cause of the code 204 and 10 was the damaged connector on the electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).